Manufacturer narrative:
This report is submitted on january 3, 2020.

Event description:
Per the surgeon, the patient experienced a migration forward of the receiver/stimulator resulting in the inability to wear the processor comfortably. The device was explanted (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
The explanted device has been analysed with the following result: the device was explanted due to implant migration. The device passed all electrical tests confirming correct device function. This report is submitted on march 2, 2020.